Event description:
Philips received a complaint by the respiratory therapist (rt) on the v60 indicating a device malfunction as the device gave a proximal sensor autozero failed alarm error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The respiratory therapist (rt) called technical support to request onsite service per contract as a proximal sensor autozero failed alarm error occurred. The expected behavior of the device is to operate without any check ventilator (vent) alarms before it can be put into patient use. The remote service engineer (rse) performed troubleshooting with the rt and confirmed that the issue was replicated after reviewing the history and seeing that a preventive maintenance (pm) was completed last month. Final investigation and disposition are pending.